Event description:
The following info was reported to our intn'l affiliate involving a pt control module that freeflowed during set up, which may possibly cause an overinfusion to occur. "This is a complaint, which was reported to intn'l affiliate on march 12, 2009. The complaint was received from pharmacist and refers to infusor. The reporter states that when the pcm batch number 08f001 is connected to a single day infusor, there is no basal flow, but solution is supposed to flow only when you push the button on the pcm. In spite of this solution will flow." No pt injury or medical intervention was reported.

Manufacturer narrative:
The device has not yet been received in baxter for eval. A follow-up report will be submitted should the device be received and an eval completed.